Event description:
Event description guidant received information that a physician was informed by his old partner that they had had a whisper wire that broke during an implant procedure. This physician then questioned the local guidant representative if troubles have been seen with whisper wires breaking. Technical services (ts) discussed with the representative that no issues have been identified with the construction of this wire, and that guidant will continue to monitor field performance for additional similar issues. The representative will discuss this information with the physician.